Event description:
During a nap nephrectomy procedure, attempted to clip small reneal artery noticed clips not forming correctly. Clips were scissoring. Surgeon reported that he felt in the this case the firing handle had some movement that he has not felt or noticed in the past. Clip retrieved, they are in container. There were no adverse consequences to the pt.